Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's fill volume was 2200ml, the drain volume was 4498ml, which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the probable cause was: insufficient drain. False empty detect and use error. Inappropriate bypass of the caution: negative uf alarm. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's fill volume was 2200ml., the drain volume was 4498ml., which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. During a follow up phone call by product surveillance to the nurse on (B)(4) 2010 regarding the report of death, it was revealed that the hp passed away on (B)(6) 2010. Per nurse, the hp passed away due to cardiac arrest s/p (status post) surgical intervention related to amputation of a leg. The nurse elaborated that hp had a history of chronic diabetes, and that she already had one leg amputated before due to vascular issues secondary to diabetes. This time the other leg needed to be amputated, and the hp expired due to the surgery and cardiac arrest. Per nurse, events of amputation surgery, vascular issues, cardiac arrest and death were unrelated to the hc cycler or peritoneal dialysis (pd) therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.